Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 57 mg/dl. Customer's current blood glucose was 255 mg/dl. Customer also had blood glucose level of 50 mg/dl. Customer also states that the difference between sensor glucose and blood glucose was not within acceptable range. The insulin pump will not be returned for analysis.